Event description:
It was reported that the patient had pain sometime post-op and went to see the surgeon. It was found that the nail had snapped in half. The patient underwent a revision surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. The current package insert lists "fracture of implant" as a potential complication. It also states, ¿abnormal or excessive forces could lead to delayed union, non-union, or failure of the implant. Abnormal force loading and subsequent wear may be caused by: uncorrected instability; improperly sized implant; inadequate soft tissue support; implant malposition; excessive motion; uncorrected or recurrent deformity; or patient misuse or overactivity.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had pain sometime post-op and went to see the surgeon. It was found that the nail had snapped in half. The patient underwent a revision surgery.